Event description:
The patient underwent a surgical procedure to extend the construct from l2-s to t6-s. Sometime post-op, it was reported that the patient was injured (vertebral fracture) in a fall and the rods broke. The patient reported suffering from pain and heard an unusual noise coming from the back region.

Manufacturer narrative:
Visual examination confirms rod breakage. Secondary fracture surface damage noted on multiple fracture surfaces, as well as plastic deformation both above and below fracture locations. Fracture surface analysis identified progressive striations on all four fracture surfaces, which appear to extend nearly the entire cross sectional area of the rods, and are indicative of cyclic fatigue. Dimensional analysis confirms rod diameters conform to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; the above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.